Manufacturer narrative:
Repairs have not been completed.

Event description:
Alleged the pt got out of bed and fell. The pt positioning monitor was set but never alarmed. He said no injuries were reported. This bed has no scale and only out of bed mode.